Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic torn into two pieces and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions: based on the complaint history and the evaluation of returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.